Event description:
A nurse reported that before vitrectomy surgery, an ophthalmic lamp in the aux illuminator light was not working. The surgery was completed on the same day with alternative product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The event code single port illumination issue is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-01694. The manufacturer internal reference number is: (B)(4).